Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 23-oct-2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2015 patient had an attempt to get essure inserted (fallopian tube occlusion insert) with lot number d31453. It was reported that at first attempt, a problem of placement with the delivery catheter occurred. On the second attempt, problem to place the implant in the delivery catheter occurred; the delivery catheter broke in the operating channel, then the implant was released and twisted. Third attempt of placement: the implant was released and twisted, half placed in the fallopian tube. Bilateral placement was not performed because the procedure was stopped (considered insertion failure due to technical reason). No further information available at the time of this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had 3 attempts of essure (fallopian tube occlusion insert) insertion on the same day. During the second attempt the delivery catheter broke in the operating channel. The procedure was stopped after the third unsuccessful attempt. Bilateral placement was not achieved. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician experienced device deployment issues (first and third attempt). On the second attempt the catheter broke and the insert twisted; this insert shape alteration also occurred during the third insertion attempt. This suggests a difficult insertion which may have contributed for the reported device breakage. Considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Product technical complaint (ptc) investigation results received on 22-dec-2015. Ptc global number: (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned as of 11/13/2015. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and tile product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking and bent tip is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. Device similar case listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-dec-2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had 3 attempts of essure (fallopian tube occlusion insert) insertion on the same day. During the second attempt the delivery catheter broke in the operating channel. The procedure was stopped after the third unsuccessful attempt. Bilateral placement was not achieved. This event is unlisted according to essure's reference safety information. However, according to product technical complaint analysis,the possibility of the catheter breaking and bent tip is an anticipated event. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician experienced device deployment issues (first and third attempt). On the second attempt the catheter broke and the insert twisted; this insert shape alteration also occurred during the third insertion attempt. This suggests a difficult insertion which may have contributed for the reported device breakage. Considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.